Event description:
Patient was in a hotel in (B)(6) when she fell. Patient went to use her personal rolling walker, with the brakes unlocked, when she fell and fractured her left hip. On (B)(6) 2018, a mobile x-ray was done as ordered to left shin, left hip, and lateral left femur. X-ray results were positive for "acute intertrochanteric fracture of left hip". Patient's terminal diagnosis is heart failure, unspecified. Patient has a history of pulmonary artery hypertension, hypertension, diabetes, chf, mi, pe; afib, copd, gi bleeding, memory loss and functional decline. Device is described as a "carex walker with seat and hand brakes". Model number, serial number, and manufacturer is unknown.